Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.5?. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. Because the suspected strips(strip lot # d140617-4 were expired on june 17, 2016), so we tested the suspected meter with in house control solution and in house strips (another strip lot number:d150923-1). The control solution tests for level low are 66/63 mg/dl for level high are 272/287 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 11:50am. Patient's daughter called in stating that the patient could not walk, was confused and could not speak clearly. The reading on the prodigy meter was 125mg/dl. Patient's normal blood glucose reading around the time of the event is 125-130mg/dl. Paramedics were called and within 1 minute of the event. Patient drank orange juice while waiting on paramedics. Paramedics arrived approximately 9 minutes after being called. Upon arrival paramedic's tested patient's blood glucose with a result of 47mg/dl. Approximately 10 minutes elapsed between testing with the prodigy meter and the paramedics's meter. Paramedics also tested with the prodigy meter and received a result of 142mg/dl. The daughter stated that paramedics gave patient a shot to raise patient's blood glucose but it was unknown what type. Patient was not transported to ER. Patient's daughter stated that paramedics stated that the prodigy meter was not calibrated correctly. (B)(4) sent replacement and prepaid envelope requesting return of suspect system.